Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high pacing lead impedance. Also, the patient was device dependent. No interventions were made. The patient was stable and will continue to be monitored.